Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was capped for an unknown reason. It was also reported the implantable pulse generator (ipg) was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped dur to high thresholds resulting in faster than expected battery drain.